Event description:
The valve was implanted and programmed for a pressure of 70 mmh2o. After a few weeks, the patient was examined with CT scan and found to have excess csf in the ventricles, and when x-rayed, the valve deprogrammed itself to a pressure of 150 mmh2o. The valve was reprogrammed to the initial pressure of 70 mmh2o and x-rays were taken again to confirm the pressure. However, the valve did not drain the csf, it behaved as if it was at a high pressure or even closed. Therefore, it was necessary to place a new polaris valve to solve this problem.